Event description:
It was reported a spectrum pump had a door latch issue during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch error was confirmed through observation of constant load set messages upon power up. Further evaluation was unable to reproduce this condition. This issue was determined to have been caused by a failed upper link switch. The upper auxiliary assembly was replaced to correct this condition.